Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft break occurred. Upon removal of the 4.0x28mm veriflex stent delivery system (sds) from the hoop, a mid shaft kink was noticed. An attempt was made to straighten out the shaft, at which point it broke. The procedure was completed using another of the same device. There was no patient complications.